Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.

Manufacturer narrative:
The sample was received cut in two halves. The sample was inspected in microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residuals are compatible with handling the lens out of sterile environment. No other cosmetic defect related to the manufacturing process was identified in the two halves of lens received. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from a surgery center regarding a female patient who had an intraocular lens (iol) explanted. The report indicated that she experienced positive dysphtotopsia post-operatively. During the explant another iol was implanted. No patient injury was reported.